Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: off vag dis; diff bowel; incont not pres; rec incont; damage; psych. Surgical interventions: on an unspecified date the patient underwent further surgery under general anesthesia for the following purpose: prolapse, bladder tape. On (B)(6) 2018 the patient underwent further surgery under general anesthesia for the following purpose: prolapse and partial hysterectomy and bladder repair mesh.